Event description:
It was reported that the patient when through a metal detector at a court house which result in her not being able to connect the patient programmer to the recharger. The patient reported being unable to feel any stimulation for approximately two to six months. It was confirmed that an overdischarge had occurred, a physician mode reset was performed and the device was successfully reset. It was reported that "all is well".

Manufacturer narrative:
Lead:model 39286-65, serial # (B)(4), implanted: 2010 (B)(6), explanted: unknown. Programmer: model 37743, serial # (B)(4). Recharger: model 37752, serial # (B)(4).